Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients is male/ 63 years of age. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: ¿pacemaker therapy in patients with neurally mediated syncope and documented asystole third international study on syncope of uncertain etiology (issue-3)-a randomized trial.¿ doi: 10.1161/circulationaha.111.082313. Circulation. 2012:may 29: p 2566-2571. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article indicated that there was a patient who experienced a ¿subclavian vein thrombosis.¿ there were also four (4) patients with lead dislodgements noted. The status of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.